Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product visistat 35w 6/box lot# 73a1900832 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time because the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due to the product sample not being available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020, staples were found jamming during usage on the patient. Changed a new stapler.